Manufacturer narrative:
Philips requested all wave strips, log files, physiological data, etc. Associated with this issue in order to escalate this issue to our product support engineers for a technical investigation. The customer states that there is no data available from this event. Due to the lack of data, we are unable to perform a technical investigation. Based on the information available we were unable to replicate the reported problem. The reported problem was not confirmed. A clinical assessment was performed based on the information currently available in the complaint record. It was reported the device did not generate an alarm for "pacer spikes embedded into the rhythm at random and inappropriately without capturing" for a patient with a temporary pacemaker. The issue was reviewed with the clinical application specialist, who clarified the intellivue algorithm will alarm for pacer not capturing or pacer not pacing when pacing mode is switched on. Based on this information, it does not appear as if the device would have alarmed for random pacing spikes and it cannot be determined if this affected the patient. The clinical expert requested additional information, however good faith effort confirmed that this information and data was not available. The engineer provided their analysis findings however we are unable to confirm the final disposition of the device because the customer was unable to provide additional information. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
This report is based on information provided by health canada and a quality assurance representative from the customers biomed team, and has been investigated by the philips complaint handling team. Philips received a complaint on the tele mx40, 2.4 ghz, ECG only, exchange indicating that the device was not properly alarming or capturing ECG waveform spikes from the patient's pacemaker. The customer stated that when examining premature ventricular contraction (pvc) alarms they noted 6 pacer spikes embedded into the cardiac rhythm randomly. The customer states that the philips telemetry monitors did not recognize these as issues and therefore did not alarm. The customer confirms that device settings were not changed and the protective covering was still on the device. There was no report of a death or serious injury, nor was there a report of any adverse impact to any user or patient.